Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This report is being submitted as an initial final report. Investigation is complete. The device history record and previous repair record for zimmer skin graft mesher serial number 01396 were reviewed and noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with the device. The record reviews found no issues with the device and all verifications, inspections, and tests were successfully completed. On (B)(6) 2019, it was reported that a mesher had a broken gear. The customer returned a zimmer skin graft mesher serial number (B)(4) for evaluation. Evaluation of the device on 28 october 2019 noted that none of the pretests could be performed due to a bent comb. Further evaluation of the device on 21 january 2020 found that the roller gear was damaged. At the time of the investigation, the customer has yet to accept the quote for service. As such, no repair of the device has yet to be performed. While it was found that there was a broken roller gear on the device, it cannot be determined from the information provided as to what caused the gear to become damaged. As such, a specific cause of the reported event cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Review of the information provided during the investigation determined that there are no further actions needed at this time. This complaint will be tracked and trended for any adverse trends that may warrant further action.

Event description:
It was reported that during testing in the procedure room before surgery the gear of the mesher was broken. The device was replaced before the procedure began. There was no harm to the patient, no delay. At evaluation/investigation the device was found to have a bent/damaged comb. No adverse events were reported as a result of this malfunction. No additional event information available.